Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant, the right ventricular (rv) lead exhibited out of range impedance for all measurements and capture could not be achieved. They burped the port, checked the setscrew connection, and had re-inserted. The third attempt had normal measurements. A few weeks later, the patient returned as there was a positioning issue inside the patient's heart and the lead was re-positioned. It was later reported the patient developed an infection and the lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.